Event description:
The total parenteral nutrition (tpn) filter of this trifuse was leaking and sticky upon initial assessment of the night. This was the 4th day the trifuse had been infusing tpn and was due for a line change in the next few hours. Supply reference number b33276.